Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to manufacturer's investigation, the blood tubing set was returned for product evaluation. The complaint was confirmed during visual inspection as the pod was seen detached from the arterial tubing on the pump segment side. Pictures of the set were taken and provided to their manufacturing team for review. Manufacturing was unable to determine the root cause. A review of the device history records for sl-2010m2096 from lot 10154037 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: the arterial pod detached from the tubing during setup. There was no patient involvement.